Event description:
The patient reported that while driving, they suddenly lost sound. During a subsequent visit to the implant center, external equipment was replaced; however, the problem was not resolved. Testing conducted confirmed that the device was no longer functioning. Revision surgery has been scheduled for 2002. The patient will be reimplanted with another clarion device.